Event description:
The customer reported the ventilator has no flow. The customer reported that the unit was not in use on pt.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
The field service engineer (fse) was able to confirm the reported problem. The fse replaced the gas delivery system (gds) as a repair action. After all repairs were completed, the ventilator passed all its performance testing. The gds was returned to the factory for further analysis. At the factory, the gds was thoroughly tested and the customer's issue was replicated. An evaluation of the gds found that the air flow sensor (u1) was not responding as expected and was producing erroneous readings. The root cause of the customer's complaint was determined to be due a malfunctioning flow sensor in the gds assembly.

Event description:
The customer reported the ventilator has no flow. The customer reported that the unit was not in use on patient.